Manufacturer narrative:
Multiple attempts have been made on 31oct2025, 14nov2025, and 26nov2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" alarm error occurred. There was no patient involvement at the time the issue was discovered as the issue was found during preventive maintenance (pm). No patient or user harm was reported. The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" alarm error occurred while preventive maintenance (pm) was performed on the device. The customer also confirmed that the 110b error code was logged in the event log. The remote service engineer (rse) informed the customer that the manufacturer recommends the following per the v60 service manual: 1. Verify the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba). 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). 3. Replace the da pcba. The customer informed the rse that the device has not been worked on, so the da pcba was not misaligned. The rse provided the customer with the part number and price of the replacement da pcba and solenoid valve for repair. Device evaluation and repair are pending, and this investigation is ongoing.